Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they last had their implantable neurostimulator checked in (B)(6) 2015 due to problems. The healthcare provider had the patient turn the stimulation off for a week, and stated that "it could be overstimulated." The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.